Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and elecsys ft4 ii assay (ft4) on an e601 analyzer. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 0.312 uiu/ml for tsh and 16.49 pg/ml for ft3 on the e601 analyzer. The sample was repeated on a centaur analyzer, resulting as 1.23 uiu/ml for tsh and 2.62 pg/ml for ft3. The sample was then repeated again on the e601 analyzer, resulting as 0.106 uiu/ml for tsh and 29.34 pg/ml for ft3 on (B)(6) 2016. A second sample was later collected from the patient and tested, resulting as 1.27 ng/dl for ft4 on the e601 analyzer. The sample was repeated on the centaur analyzer, resulting as 0.90 ng/dl for ft4. The result from the centaur analyzer was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 137811, with an expiration date of 11/30/2016. The ft3 reagent lot number was 124419. The ft4 reagent lot number was 140865. The ft3 and ft4 reagent expiration dates were asked for, but not provided. As results from the second sample were said to correlate with the values from the centaur analyzer, the customer stated that they were trying to rule out an issue with pre-analytic sample handling. The samples were received from an outside laboratory. The customer stated that no foam was seen on the reagent. A specific root cause could not be determined based on the provided information. The most likely root causes may be related to pre-analytic handling of the samples. A sample mismatch may also be a possible root cause. A general reagent issue can most likely be excluded.